Manufacturer narrative:
(B)(4) for reported eye and throat irritation. A field service engineer (fse) was dispatched to customer site and confirmed the odor was actually an "oil odor" and not a peroxide odor as initially reported by the customer. The catalytic decomp filter, oil mist filter and the vacuum pump oil were replaced to resolve the odor issue. Unit meets specifications and was returned to service.

Event description:
A customer reported an event of odor/smells that was described as a ¿peroxide smell¿ emitting from their sterrad nx sterilizer. One healthcare worker (hcw) experienced symptoms of throat and eye irritation that lasted 6 hours. The hcw did not seek or receive any medical attention and was reported to be ¿healthy¿. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were not returned for further evaluation. The assignable cause of the odor/smells is the catalytic converter, oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.